Event description:
It was reported the pt had her scs ipg replaced. The pt stopped using and charging her scs system a few months ago, consequently, the ipg battery depleted. F/u on (B)(6) 2014 identified stimulation therapy was restored.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.